Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. There was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation was breached cut, blood in/on the helix/lobe mechanism (sleeve head), and blood in/on helix/lobe mechanism. The helix extends and retracts within product specification. Evaluation summary (B)(4) no anomalies found (B)(4) full lead

Event description:
It was reported that approximately thirteen days post lead implant, the patient experienced diaphragmatic stimulation due to a lead dislodgement. The physician was questioning whether there was a lead "fixation mechanism function" issue. The lead was removed and replaced. No patient complications have been reported as a result of this event.